Manufacturer narrative:
The reported event of high capture threshold was not confirmed. As received, only the distal portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that the right ventricular lead displayed high capture threshold. The lead was explanted.